Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient(pt) reported they had a "complicated situation," however the one problem that was most pronounced was that they were only able to sleep for about an hour- an hour and half each night because they were waking up too often to go to the bathroom. The pt stated this had been going on for quite a while, for 3-4 months, but then they couldn't confirm the year and stated it may have been longer than that. The pt confirmed that going to the bathroom too often had been one of the reasons they got the implant and confirmed that they were experiencing a gradual return of symptoms. Patient services (ps) offered to assist the pt in connecting to make an adjustment to their settings however the pt was unable to connect to their neurostimulator. The pt stated they had a very difficult time entering into the mytherapy application. They attempted several taps on the application (of which they had three duplicates on their home screen) and they were unable to open it up. They had a difficult time getting the screen to respond to their touch however the pt was ultimately able to enter the application and saw the blue light on the communicator go solid. The pt kept accidentally pressing the buttons on the handset and exiting out of the application because the hand they had been using to hold the handset was partially paralyzed. The pt did not have a table to place their handset on so they placed it on their lap instead. The pt tapped "find device" on the application however they kept getting "communicating with device" and then 'device not responding, retry.' Initially the pt said they thought they could faintly feel the implant site. They stated they used to be able to feel the scar from the incision but they could no longer feel it and then later in the call they stated they could not feel where the implant was, though they knew it was on their right side, in their hip/buttock area. The pt stated they wondered if the communicator was "strong enough" to connect and ps advised the pt that the external devices were correctly synced and they needed to find the location of their implant site. The pt confirmed they'd had no falls or changes in their weight. Ps asked the pt if they had anyone available to assist them and the pt did not answer the question. Ps wants to note the pt was very difficult to speak/communicate with. The patient had difficulty hearing/understanding ps and there were long periods of time when the pt would not reply to inquiries even if they heard the inquiry. The troubleshootingsteps taken on the call did not resolve the issue. Ps advised the pt it would be best to work in person with someone and redirected the pt to their health care provider (hcp) so they could assist them in locating the site of their neurostimulator and check the implanted system. The pt did not have a managing health care provider (hcp) so ps mailed the patient physician listings at the pt's request. The pt was going to reach out to a hcp to further assist them. No further complications were reported at this time.